Manufacturer narrative:
For the reported malfunction, a lot number was provided, and lot history reviews was performed. The sample was not returned to bd for evaluation. Therefore, the investigation of the reported suction issue is inconclusive. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 1808560 implanted port allegedly experienced suction issues. This report was received from one source. This malfunction involved a patient with no patient consequences. The reported patient was a male, (B)(6) kg. Age was not provided for the reported patient.